Manufacturer narrative:
Date of event was not provided.

Event description:
It was reported that the patient is experiencing a flat inflatable penile prosthesis (ipp) pump. During activation, the pump stayed flat and did not refill. The physician tried to unlock the pump but was unsuccessful, and recommends a surgery to explant the device. No patient complications were reported.

Manufacturer narrative:
The following fields have been updated: b2: outcomes attributed to adv event. B5: event description. B6: impact code.

Event description:
It was reported that the patient is experiencing a flat inflatable penile prosthesis (ipp) pump. During activation, the pump stayed flat and did not refill. The physician was unsuccessful in their attempt to lock the pump, and recommends a surgery to explant the device. At a later date, the patient had a surgical procedure to replace the reservoir. The new pre-connected ms pump locked after two weeks after working well; since the last revision the reservoir was not changed, the idea is to change the ipp device according to the test during the surgery. No patient complications were reported.

Manufacturer narrative:
The following fields have been updated: b2 outcomes attributed to adv event. B5 event description. B6 impact code.

Event description:
It was reported that the patient is experiencing a flat inflatable penile prosthesis (ipp) pump. During activation, the pump stayed flat and did not refill. The physician was unsuccessful in their attempt to lock the pump, and recommends a surgery to explant the device. At a later date, the patient had a surgical procedure to replace the reservoir. The new pre-connected ms pump locked after two weeks after working well; since the last revision the reservoir was not changed, the ipp reservoir was replaced at a later date. No patient complications were reported.